Event description:
The following article was reviewed: bruno, s. And mirabella, d. (2025) ¿massive dislodgement of an infected popliteal stent graft¿, european journal of vascular and endovascular surgery, 69(5), p. 784. Doi: 10.1016/j.ejvs.2025.01.038. On 15 may 2026 gore became aware through a literature article concerning an event involving a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn). According to the publication, a 60-year-old diabetic patient underwent a below-the-knee amputation of the left lower limb due to chronic limb-threatening ischemia, without removal of a previously implanted viabahn stent graft in the popliteal artery. Approximately one year later, the patient presented with local signs of stump infection. Preoperative computed tomography (pre-op CT) revealed dislodgement and occlusion of the stent graft. The infected stent graft was surgically removed, and the patient received antibiotic therapy (intravenous vancomycin and piperacillin/tazobactam for two weeks and then switched to oral levofloxacin for one month). The report indicates the presence of infection requiring surgical intervention and antibiotic treatment. Microbiological examination identified sensitive serratia marcescens. Additional information is not available from the literature and has been requested from the author.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.